Event description:
A pump declared alarm 20 during the pumping process. There was no reported impact to the customer¿s blood glucose level. The customer was unable to load a new cartridge successfully, leading technical support to decide on replacing the pump. In the interim, the customer planned to use multiple daily injections (mdi) as backup therapy.